Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high atrial impedances and noise. Upon revision, it was noted that the implantable pulse generator (ipg) set screw was loose. The setscrew was re-engaged. The ipg lead remain in use. No patient complications have been reported as a result of this event.